Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential root cause for this failure mode could be "use of punctured pads or pad lines." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that the flow rate on the arcticsun device was marginal, ranging from 2.2 to 2.6l/min. The device had been in use for one day with a target temperature of 37c. The patient's temperature was 37.6c. The patient was shivering and the nurse stated they were giving more sedation. The water temperature was 10c and had been 10-29c over the previous four hours. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the pads one at a time. No pad issue was able to be identified through troubleshooting. The flow rate was then noted at 1.4l/min, the inlet pressure at -7psi, and the circulation pump command at 56%. When the device was switched back to automatic mode, the flow rate increased to 3.2l/min. Per additional information received via ms&s data on(B)(6)2019 , the nurse stated that the flow rate was marginal again. The flow rate at the time of the call was 2.3l/min, and the nurse stated she was not sure when the flow rate changed back to marginal. The patient's temperature was 36.8c with a target temperature of 37c, but the nurse noted that the patient's temperature had been 36c. The water temperature was 14c. The patient had an infection and was paralyzed, but was not on antibiotics or tylenol. Per troubleshooting, the nurse was advised to troubleshoot the pads by disconnecting and reconnecting. The nurse stated she would speak with the medical doctor about administering tylenol, but she would keep the device as is and do the troubleshooting if the flow rate dropped lower. The flow rate later dropped to 1.4l/min. There had not been any alerts. The target temperature was noted at 37c and the patient's temperature was 37.8c. The nurse confirmed that the tubing was straight and unobstructed. The initial inlet pressure was -7.0psi. System hours was noted at 2936.1 and pump hours at 2530.4. The nurse disconnected and reconnected the pads using the proper technique. The flow rate remained at 1.4l/min, the inlet pressure at -7.1psi, and the circulation pump command at 54%. The device then received a low flow alert (alert 02). The nurse was instructed to inspect the clear clamps on the pads, and she noted the right chest pad had a lot of bubbles. The nurse disconnected the right chest pad. The flow rate did not increase and was noted at 1.3l/min. The nurse was then instructed to stop therapy, empty and disconnect pads, and put the device in manual control at 4c. The flow rate was noted at 1.7l/min, the ip at -7psi, and the circulation pump command at 57%. It took several minutes for the flow rate to stabilize. The nurse was then advised to connect the left chest pad, and the flow rate was noted at 0.8l/min, the ip at -7, and the circulation pump command at 39%. The nurse was then instructed to connect the left thigh pad, and the flow rate read 2l/min with the ip at-7.1psi. When the nurse was asked to connect the right thigh pad, she stated that she connected both chest and thigh pads together so they were all connected. The flow rate at that time read 2.1l/min and the ip read -7.1psi. Manual control was disabled and therapy was restarted. The flow rate increased to 3l/min. The nurse stated she would reach out to the charge nurse to locate another device. Per follow up with the nurse via phone on (B)(6)2019, the device was swapped but the low flow alarm was received on the second device as well. They then replaced the pads and put the patient back on the first device. The flow rate was 3.5l/min with the new set of pads. The patient was able to complete therapy with no further issues on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the flow rate on the arcticsun device was marginal, ranging from 2.2 to 2.6l/min. The device had been in use for one day with a target temperature of 37c. The patient's temperature was 37.6c. The patient was shivering and the nurse stated they were giving more sedation. The water temperature was 10c and had been 10-29c over the previous four hours. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the pads one at a time. No pad issue was able to be identified through troubleshooting. The flow rate was then noted at 1.4l/min, the inlet pressure at -7psi, and the circulation pump command at 56%. When the device was switched back to automatic mode, the flow rate increased to 3.2l/min. Per additional information received via ms&s data on 25apr2019, the nurse stated that the flow rate was marginal again. The flow rate at the time of the call was 2.3l/min, and the nurse stated she was not sure when the flow rate changed back to marginal. The patient's temperature was 36.8c with a target temperature of 37c, but the nurse noted that the patient's temperature had been 36c. The water temperature was 14c. The patient had an infection and was paralyzed, but was not on antibiotics or tylenol. Per troubleshooting, the nurse was advised to troubleshoot the pads by disconnecting and reconnecting. The nurse stated she would speak with the medical doctor about administering tylenol, but she would keep the device as is and do the troubleshooting if the flow rate dropped lower. The flow rate later dropped to 1.4l/min. There had not been any alerts. The target temperature was noted at 37c and the patient's temperature was 37.8c. The nurse confirmed that the tubing was straight and unobstructed. The initial inlet pressure was -7.0psi. System hours was noted at 2936.1 and pump hours at 2530.4. The nurse disconnected and reconnected the pads using the proper technique. The flow rate remained at 1.4l/min, the inlet pressure at -7.1psi, and the circulation pump command at 54%. The device then received a low flow alert (alert 02). The nurse was instructed to inspect the clear clamps on the pads, and she noted the right chest pad had a lot of bubbles. The nurse disconnected the right chest pad. The flow rate did not increase and was noted at 1.3l/min. The nurse was then instructed to stop therapy, empty and disconnect pads, and put the device in manual control at 4c. The flow rate was noted at 1.7l/min, the ip at -7psi, and the circulation pump command at 57%. It took several minutes for the flow rate to stabilize. The nurse was then advised to connect the left chest pad, and the flow rate was noted at 0.8l/min, the ip at -7, and the circulation pump command at 39%. The nurse was then instructed to connect the left thigh pad, and the flow rate read 2l/min with the ip at-7.1psi. When the nurse was asked to connect the right thigh pad, she stated that she connected both chest and thigh pads together so they were all connected. The flow rate at that time read 2.1l/min and the ip read -7.1psi. Manual control was disabled and therapy was restarted. The flow rate increased to 3l/min. The nurse stated she would reach out to the charge nurse to locate another device. Per follow up with the nurse via phone on 26apr2019, the device was swapped but the low flow alarm was received on the second device as well. They then replaced the pads and put the patient back on the first device. The flow rate was 3.5l/min with the new set of pads. The patient was able to complete therapy with no further issues on the device.